Event description:
An event was reported in which the customer experienced a malfunction alarm after swimming with their mobile pump. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.